Event description:
It was reported that a decrease in sensing and high capture threshold were observed on the right ventricular (rv) lead. An rv lead dislodgement was noted. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.